Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 22 months, oversensing with inappropriate therapy was reported. The device was reprogrammed successfully and remained implanted at that time. No adverse patient side effects have been reported.